Event description:
A technician reported an undisclosed number of patients that developed dlk (diffuse lamellar keratitis) the day after lasik surgery. The post-op regime was not changed and the dlk was said to be resolving in (B)(6). The final resolution cannot be confirmed as the patients are not following up with this reporter. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).